Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this ra lead showed noise on the atrial egm in clinic and the impedance measured to be below 200 ohms. During the upgrade to crtd procedure, the doctor decided to cap the lead due to suspected insulation problem caused by interaction with the right ventricular lead in the subclavian vein. Should additional information be received, this file will be updated.